Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during a post-operation chest x-ray, this left ventricular (lv) lead was found to have pulled back significantly into the proximal portion of the target branch. A revision procedure was performed and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.